Manufacturer narrative:
(B)(4). Age at time of event: over 65 years. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2016-02876. Recapture difficulties were reported. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were selected. The wds was deployed too proximal, during recapture the physician could not get the feet of the device completely into the was. It was noted that the was started to bend due to the tension. As they were in the left atrium and had adequate space, they re-deployed the device and attempted to recapture it again with the same results occurring on a couple of attempts. They opted to remove the was and wds together, very slowly. The 16fr short sheath remained in position. Once outside of the patient it was noted that an anchor was hooked on the outside of the was tip. The closure device was unscrewed and removed and both devices were inspected there was no notable damage to either device other than the anchor appearing bent sideways. The procedure was continued with another was and implantation of a second wds that met pass criteria. They did not have to puncture the septum again; they were able to use the same access from the initial puncture. There were no patient complications, no effusions.